Event description:
Device returned for analysis with report from hcp of "fractured intrathecal catheter approximately august 2002. Patient experienced withdrawal and loss of drug effect." Follow up with hcp revealed patient experienced generalized itching, speech was getting worse and had worsening of their dystonia. Broken catheter had been placed at t9 and was delivering some baclofen to the intrathecal space at t11 at the time of the discovery of the break. Catheter tip remains in the intrathecal space. Catheter break discovered per x-ray and catheter replaced in 2002. Patient's speech is improving since catheter has been replaced and other symptoms have resolved.